Manufacturer narrative:
Investigation into this event determined that the vitros 250 chemistry system was operating as intended. The customer re-uses sample ID numbers. The customer reused a sample ID that had pending results stored in the analyzer. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction of the instrument or reagent occurred. The ocd customer support center reviewed information with the customer pertaining to the re-use of sample ids. The root cause of this event is user error.

Event description:
The customer reported that results for a single patient sample obtained from a vitros 250 chemistry system were associated with the incorrect patient name on the vitros 250 lab report. The correct patient name and results were communicated to the customer's (B)(4) computer. No erroneous results were reported from the laboratory, and there was no report of patient harm as a result of this event. (B)(4).